Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. The fss did not have access to examine the irrigation sleeve or handpiece, therefore, was not able to inspect accessories. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications.

Event description:
During a cataract extraction procedure, the surgery center reported a corneal burn occurred in the patient¿s operative eye. The wound required sutures.